Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by the patient's registered nurse (rn) that the cycler alarmed for air detected in the cassette during drain 3 of 5. The cycler was rebooted and the recovery failed. The treatment was cancelled. The rn noticed a fluid leaking inside cassette door. The patient's rn later reported the fluid leak did not result in any adverse events. The patient performed continuous cycling peritoneal dialysis on the different cycler in order to complete treatment. The set was discarded.